Event description:
It was reported that the procedure was to treat a moderately tortuous left circumflex artery. The 3.5x15mm xience skypoint stent delivery system (sds) failed to cross due to anatomy; however, when the device was removed it was note that stent had dislodged from the sds. It was noted that an unspecified nc trek balloon was used to fully place the free floating stent against the vessel wall. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulties and subsequent treatment including foreign body in patient appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.